Event description:
It was reported that one week post implant, the pulse generator exhibited far r wave oversensing. The physician decided that no intervention was needed at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.